Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device remains in the patient and was not returned for evaluation. The cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a reduction syndesmosis procedure, the surgeon inserted the button included in the knotless tightrope kit, ar-8926ss. The fiberwire pulled out as he was tensioning the suture. The button remained seated whole and the case was completed with a second kit. No adverse effect to the patient.